Manufacturer narrative:
No unexpected pump error alarms during testing however, pump error alarm, line number 213 file number 30, and another pump error alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor arm cannot communicate with the main arm error and the critical block and inverse critical block did not add to zero error. Customer blood glucose level was unknown. Customer will return insulin pump for analysis.